Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log fie shows sib malfunctioning. Upon functional testing, fse found network switch failure due to power loss. The philips engineer replaced repl. Kit ethernet switch r/m/k cab. Upon failure analysis, it was found that the there was electronic defect failure. The switch had internally changed the dhcp settings which resulted in giving out separate ip address from host pc. But the cause for changing in dhcp setting is unknown. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
System unable to boot up. -------------------- it has been reported to philips that the system was unable to boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.